Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter and freestyle strips were reviewed and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with the adc meter. Customer reported receiving "different readings" and experiencing symptoms described as dizziness and shaking and reportedly lost consciousness twice. Customer self-treated (unspecified) and was "rushed to the hospital" where her medication was adjusted. No treatment was reported. There was no report of death or permanent impairment associated with this event.